Event description:
It was reported that the user experienced severe hyperglycemia after running out of insulin overnight, with capillary glucose up to 586 mg/dl and subsequent readings reported above 600 mg/dl, while using the ilet with frequent infusion set issues suspected at the abdomen; a new infusion site on the arm was placed and glucose improved. Symptoms included nausea consistent with possible ketosis risk. Outcomes included prolonged hyperglycemia for several hours, alerts for sustained high glucose, and caregiver assistance; no hospitalization or professional medical intervention occurred. Investigation included internal review of the event details and coaching on appropriate correction strategies and site rotation. Investigation of this case revealed unclear root cause, with contributory factors including interrupted insulin delivery due to empty reservoir and/or infusion set failure, potential scar tissue at abdominal sites, and user management challenges. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.